Manufacturer narrative:
The field service representative could not verify the issue, siting single patient igm issue only. He ran check test, performance tests and controls which were within specifications. The field service representative noted he spoke with the lab director who stated this issue is due to the patient's disease state.

Event description:
Customer stated igm results for two samples, from one patient, were questioned by physicians. Repeat testing results were different and corrected reports were sent to physicians. Sample 1, original result, reported to physician, was 282 mg per dl. Same sample repeated three times on (B) (6) 2009 gave 283, 222 (auto diluted, accompanied by flag indicating invalid result), 10,830 mg per dl (manual dilution x 10). Sample 2, original result was 360 mg per dl. Same sample repeated four times on (B) (6) 2009 gave 9,530 (reported to physician), 332, 315 (accompanied by flag indicating invalid result), 7,850 mg per dl. Customer stated it is unknown if the patient was adversely affected or treated based on the original results. Per customer, patient diagnosis of multiple myeloma is suspected but has not been diagnosed. Customer also questioned why data flags were inconsistent when applied to the results. Technical service representative was previously on site and checked settings for flags to verify they are correct.